Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice during use. The home patient was connected at the time of the alarm for drain four of four of peritoneal dialysis therapy. During troubleshooting it was noted that the patient had improperly disconnected from therapy and then reconnected following the alarm. The power was cycled to clear the alarm and the patient planned to notify their nurse regarding the event. It was unknown how the patient planned to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to not disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.